Manufacturer narrative:
Checked introducer needle for burrs or hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. See attached photo for more details. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing at the sensor after removal. Customer¿s blood glucose level was 99 mg/dl. Customer was advised to seek medical assistance or visit his nearest emergency room and to assess properly the insertion site, hence the cannula was made of foreign object that could possibly harm customer¿s body. Customer went to the emergency room and apart from the CT scan there was nothing that they can feel and find anything. Customer stated that only option was to do CT scan but they cannot afford it. Customer asked the composition and size of the cannula and the size of cannula was 8.75 mm. Customer also reported the sensor updating error and lost sensor signal alert. Sensor will be returned for analysis.